Manufacturer narrative:
Correction d1, d3, d4, g4. D1: brand name: replace minicap transfer set with minicap d3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) #: replace (B)(4) with (B)(4). G4: combination product: add no (previously blank). Additional information was added to h3, h6 and h11. H11: two (2) samples were received for evaluation. A visual inspection with the naked eye noted a separation between the dark blue female connector and the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was separation between the female connector (dark blue) and the main body (light blue) of two (2) minicap transfer sets. The event was further described as ¿disconnected from the dark blue and light blue body of the transfer set¿. This was observed prior to use of the devices for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.